Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was advanced toward the papilla and the physician asked the nurse to relax the bow on the device. At this point, the cut wire was not flat and the device bowed the opposite way. The physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was bent/misaligned at the distal tip. A functional evaluation found that the device was not bowing in plane due to the bent/misaligned cut wire. The length of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was not flat and bowed the opposite way. During manufacturing, tome devices are 100% inspected for so the bent/misaligned cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was advanced toward the papilla and the physician asked the nurse to relax the bow on the device. At this point, the cut wire was not flat and the device bowed the opposite way. The physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (does not bow in plane).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.